Event description:
It was reported that a pacing anomaly and high thresholds were observed. Physician attempted to reposition the lead. After several attempts, he decided to explant the lead instead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the pacing anomaly was not verified. The helix and distal coil were clogged with dried body tissue, preventing helix extraction. Analysis found the distal coil twisted and stretched near the connector pin due to overtorque. None of the coil wires were broken. The lead exhibited normal electrical characteristics.